Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent to a severely calcified lesion in the left main with 85% stenosis and vessel tortuosity but the device could not cross. The physician gave up the procedure. The lesion was pre-dilated and 75% stenosis remained after pre-dilation. No abnormality noted in the inspection before using. No resistance was noted at the lesion. No clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged evaluation summary: the distal tip of the device was stubbed. The stent was positioned on the balloon between the marker bands. The first distal segment and the first proximal segments of the stent had deformed struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: stent deformation. Lesion morphology. Deformation problem. Conclusions: lesion morphology. Stent deformation. (B)(4).